Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a query of the complaint-handling database was performed and identified no other incidents reported for difficult to position (sleeve steering or delivery catheter (dc) shaft positioning), dc shaft bends, or clip becoming caught in the chordae from this lot. Potential causes for the clip becoming caught in the chordae resulting in physical resistance, as well as issues with sleeve steering and dc shaft bends resulting in difficulty positioning the clip delivery system (cds) were considered, including manufacturing, patient morphology/pathology and user technique. The clip becoming caught in the chordae, sleeve steering issues, and dc shaft bends resulting in difficulty positioning the cds can be a result of manufacturing anomalies, such as a loose/misaligned sleeve key or misaligned cable lumens. Additionally, this may be influenced by patient morphology/pathology, such as vessel tortuosity, a rotated heart or difficulties with the transseptal puncture, which could result in increased tension on the device. Factors related to user technique include, but are not limited to, excessive curves applied to the device by the user, or not following the procedural steps outlined in the instructions for use (IFU). In this case, it is possible that the user inadvertently steered the device such that the clip became caught in the chordae and the subsequent maneuvers to release the clip resulted in damage to the device such that the dc shaft became bent. Once the dc shaft becomes bent, this will likely result in the difficulties positioning the device, as reported. Therefore, the difficulties positioning the device (sleeve steering and dc handle translation) appear to be related to procedural conditions due to the bending of the device; however, a cause for the dc shaft bend could not be identified. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system (cds) was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty positioning the clip which has the potential to cause or contribute to tissue damage if the clip comes in contact with the chamber walls or chordae. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds 50423u104) was advanced to the mitral valve; however, the clip became caught in the chordae. It was noted that while using m-knob and translating the delivery catheter (dc) handle forward, the cds would dive in a medial direction. Due to the bending, the cds was difficult to position; therefore, the cds was removed and replaced. Two clips were implanted, reducing the mr to 2. No additional information was provided.